Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional via a manufacturer representative regarding an implantable neurostimulator ( ins) that wouldn't charge. It was reported that the patient had trouble in the past recharging her device. The patient had never had many bars with coupling. She had several rechargers as the hospital thought it was a problem with the recharger. The ins had been overdischarged twice and had to have the physician restart twice. The patient had the ins repositioned on (B)(6) 2017 as it was positioned too deep and it was repositioned to her left flank. However, the patient was still unable to charge. The manufacturer representative used the antenna location on the recharger and got up to 50. The manufacturer representative couldn't get any bars on the recharger. There wasn't enough power to use the clinician programmer or switch the device on. The ins could be felt so it was not believed to be implanted too deep. Factors that may have led or contributed to the issue include overdischarge of the ins that could have damaged it so when it was moved to a better place, it could not longer recharge. The issue was not resolved at the time of the report. A surgical intervention was planned to replace the ins on (B)(6) 2017. The patient experienced a return of pain as the device was switched off because it couldn't be recharged.

Manufacturer narrative:
Correction: please note, conclusion code 92 no longer applies to this report. Upon further review, corrected. Analysis of the returned implantable neurostimulator (ins) (serial # (B)(4)) found that the ins battery had a reduced capacity due to overdischarge. Initial examination confirmed a no output and no telemetry condition. One physician mode recharge was needed and after that a normal recharge was performed. Initial examination confirmed that 1 overdischarge count was registered. According to the trace report taken from the ins, the last recharge performed while the device was implanted was on (B)(6) 2017 for approximately 12 minutes and the battery did not charge. A prior charge occurred on (B)(6) 2017 for approximately 24 minutes and the battery did not charge. The battery discharged back to the ""sleep/lock"" mode on (B)(6) 2017. After the ins had been fully recharged it passed functional testing. Visual inspection of the ins did not reveal any significant anomalies. Recharging of the ins was done at spacings of 0 cm, 1 cm, 2 cm and 3 cm to see how many coupling bars the ins could obtain. At 0 cm spacing there were 8 bars, at 1 cm there were 8 bars, at 2 cm there were 3 bars, and at 3 cm there were 0 bars. The same coupling was observed on a known good restore sensor MRI ins, indicating that this ins is working correctly with a recharger. Based on our analysis we conclude that the ins did not contribute to the root cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare professional of the clinical study. On 2017-mar-07, the patient had complained of problems charging the battery. An examination on (B)(6) 2017 determined the ins was deep and mobile to enable recharging. The wound was reviewed on (B)(6) 2017 and the patient was still having problems with poor coupling from her recharger to the battery. The patient was reviewed in the clinic on (B)(6) 2017 with the manufacturer technical consultant before the replacement that occurred on (B)(6) 2017. The event resulted in an unscheduled clinic or office visit and in-patient hospitalization. The event was possibly related to the device or therapy and implant procedure. It was also noted the poor coupling reason was a possible battery problem.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a foreign healthcare professional of the clinical study. It was specified the event was not related to the implant procedure. The device diagnosis was problems charging the ins.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the health care provider (hcp) of a clinical study reporting that the ins was relocated to the left axilla in (B)(6) 2017. Due to the position of the ins, it was mobile under the skin. The patient tried positional changes with limited success. It was too difficult and painful to charge the device. Etiology indicated the event was related to the device or therapy, specifically to the patient had physical difficulties with recharging. No further complications were reported or anticipated.